Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system drawer 1.1 latch was damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system drawer 1.1 latch was damaged. A field service engineer found drawer 1.1 not closing. Hard stop had come loose and blocked drawer 1.2. Powered down station. Reattached and tightened hard stop. Powered up. Launched hardware test app. Ran final test and posted results. Rebooted station. Pharmacy staff recovered both failures. Verified drawer 1.1 working. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h6 imdrf annex c grid. A supplemental MDR was submitted to reflect the correct imdrf annex c grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 1.1 latch was damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.